Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. As per the receipt of the device, suspect medical device information has been updated. After secondary review of the file, mentor became aware that the initial reporter also provided (B)(6) 2003 as the best estimate for the device implantation date. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. A second product was received (lot-265301). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 265301 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 325cc mentor smooth round moderate profile saline breast implant experienced left-sided implant deflation post-operatively. Deflation was diagnosed via physical examination. As a result, the patient underwent explantation on (B)(6) 2020.